Event description:
Rn was in patient's room and observed a small amount of fluid on the floor (~<50 ml); investigated for source and found alligator clamp in red port of PICC without the tubing connected but accessed to line. No blood had backflowed from this line, but luckily 0.9% nacl had been infusing only at 10 ml/hr into this line before becoming disconnected. The open line was found on the floor.reporting rn further noted: get rid of known defective alligator clamps. I know this issue has been ongoing for quite some time now, and have personally come in to a patient significantly bleeding out of a line in a similar fashion to what has occurred in the above report. I was particularly lucky in this circumstance that I was rounding at the time this happened. It really worries me that this same alligator clamp is used on floors that are much less frequently rounded on, leaving the foreseen possibility of an adverse outcome.